Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 5/10/2018 returned test strips produce high readings. Most likely underlying root cause of high readings are due to improper storage: strips left outside of vial for an extended period of time. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison of 164 mg/dl using truemetrix air meter and 126 mg/dl using another device, and from results obtained of 246 and 275 mg/dl. The customer's expected fasting blood glucose test result range is 140 - 160 mg/dl. Customer also stated that at a routine doctor's appointment, the truemetrix air meter read higher than the doctor's meter; actual meter to meter comparison results were not provided. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was advised of proper testing technique and not to use alcohol pads. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 135 mg/dl and 136 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/19/2018 and open vial date is a few days at time of call. The meter memory was reviewed for previous test result history: (B)(6).